Event description:
Customer reported that the device had the service indication illuminated. Physio-control evaluated the device and found several fault codes logged in the memory indicating a potential critical failure. There was no report of patient use associated with event.

Manufacturer narrative:
(B) (4). Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly at the failure analysis center and determined the root cause of malfunction to be a shorted diode, designator cr30. The failure generated fault codes and the device would not transfer energy properly.